Event description:
The device was used during an unspecified procedure. Reportedly, the suture caused infection. No pt injury was reported.

Manufacturer narrative:
As the clinically applied suture was not returned of evaluation the cause for the difficulty reported could not be reliably determined.